Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.50 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found central stent damage; strut rows 11-14 from the distal end of the stent were damaged and deformed. The undamaged section of the crimped stent od (outer diameter) was measured which is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-mar-2017. It was reported that crossing difficulties were encountered. The 81% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Following pre-dilation with a 15 x 15 balloon catheter, a 2.50 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.